Manufacturer narrative:
Medical device type is corrected to jka. Medical device manufacturer is corrected to becton, dickinson & co. Report source is corrected to foreign, user facility. PMA / 510(k)#: is corrected to k981013. Reason code for no evaluation is corrected to: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 67809 with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® edta 2k stopper of tube is crooked